Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope received an e315 unsupported scope error code when connected to multiple cv-190 video system center. There were no reports of patient harm. No further information has been provided by the facility.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During call with the facility, it was asked if the maj-1430 videoscope cable (pigtail) was removed or if it was normally left connected. It was reported that it always stays connected. The caller was asked to try the system again, but to remove the pigtail before connecting the scope. The caller reported that the issue remained after attempting troubleshoot. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The design history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bending section rubber had leak during user handling water invaded the subject device, this caused adhesion of moisture to the objective lens unit and the blurry image temporarily occurred. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.